Event description:
During the use of the neuron 070, the catheter kinked at the proximal shaft, close to the hub. The physician removed the device, disposed of it, and completed the procedure with another catheter.

Manufacturer narrative:
The DHR of this mfg lot has been reviewed and is attached. This MDR is being filed as part of the remediation action taken in response to the 483 issued to penumbra on aug 28, 2009. A review of the device history record (DHR) was completed on part # 1626-01.1, (lot # l14629). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. This lot was associated with (B)(4) for label reconciliation. All labels were accounted for and the lot was released. The DHR review of final assembly (lot# l14629) indicated that 100% inspection of the devices resulted in (B)(4) rejects. All parts that failed visual inspection have been rejected and all parts released met specifications. In addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. The parts released in this lot met process requirement.